Manufacturer narrative:
This report is being submitted to report additional information. Zimvie received one screw for evaluation. Visual evaluation was performed. The screw was fractured at the threads and the threaded portion was not returned. DHR review could not be completed for the screw since the lot number was not provided. Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. Complaint history review via item number was performed for similar events and no other complaint was identified. Based on the available information, device malfunction occurred and the reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No additional or corrected information to report.

Event description:
Customer indicated that the screw fractured. The doctor was able to remove the screw successfully.

Manufacturer narrative:
Zimvie complaint (B)(4). Zimmer biomet complaint. Patient identifier is not provided / unknown. Patient age is not provided / unknown. Patient weight is not provided / unknown. Date of event is not provided / unknown. Lot number is not provided / unknown.